Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2017-22802, 2938836-2017-22580. Noise, undersensing, low pacing impedance and automatic mode switching episodes were observed on the atrial channel. In addition, insulation damage of the atrial lead was observed. Externalized conductors were observed on the right ventricular (rv) lead via x-ray examination without any patients symptoms or signs on the electrocardiogram of the rv lead. The rv and atrial leads were capped and replaced. In addition, the ICD was also replaced due to the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient is stable.